Manufacturer narrative:
Qn#(B)(4). The customer returned one 5-12614 et tube, cuffed, spiral-flex 7.0 for investigation. The et tube was received without its original packaging. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the sample was returned with adhesive residue along the tube. The tube is visibly kinked at the 26cm mark. The inner wall of the tube is collapsed between the 24cm mark and the end of the wired portion of the tube from the proximal end. No other defects or anomalies were observed. A functional kink resistance test was performed on the returned et tube per iso-5361; 2012 edition, annex h - test method to determine resistance. The returned et tube was pre-conditioned in a water bath at 40 c for 6 hours. Then, the et tube was strapped securely to a kink test fixture to create a radius of curvature of 40mm. A steel ball of a minimum 75% (5.25mm) of the designated size of the et tube i.d. Was used to check the potency of the lumen. A ball bearing of 5.25mm was used for the kink test. Upon testing, the ball bearing could not pass freely through the tube. Multiple attempts were made from both ends of the tube. Resistance was met at approximately the 24cm marking from the distal end of the tube and above the ID 7.0 marking from the proximal end of the tube. These were the same locations where the inner wall of the tube appeared to have collapsed. Per DHR the et tube, cuffed, spiral-flex 7.0 lot # 73d1800316 was manufactured on 04/16/2018 a total of 7,830 pieces. Lot was released on 04/20/2018. DHR investigation did not show issues related to complaint. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states "if a reinforced tube is used orally, a bite block is recommended." A corrective action is not required at this time as the damage observed on the et tube is consistent damage that can be caused by pinching the tube with high force. Therefore, based on the damage observed, unintentional user error caused or contributed to this event. The reported complaint of "wire deformed during use" was confirmed based upon the sample received. Visual examination of the returned sample revealed the tube is kinked at the 26cm mark. The inner wall of the tube is also collapsed between the 24cm mark and the end of the wired portion of the tube from the proximal end. The returned et tube was functionally tested for kinking. A ball bearing of a minimum of 75% (5.25mm) the size of the inner diameter of the tube could not freely pass through the tube. Multiple attempts were made from both ends of the tube. Resistance was met at approximately the 24cm marking from the distal end of the tube and above the ID 7.0 marking from the proximal end of the tube. These were the same locations where the inner wall of the tube appeared to have collapsed. A device history record review was performed with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
Customer complaint states "the steel wire of the tube was found deformed, causing inner wall bulge and the tube collapse during usage on patient, which impacted the ventilating. The tube was intact after opening the package". (Continued) no medical intervention reported patient condition reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint states "the steel wire of the tube was found deformed, causing inner wall bulge and the tube collapse during usage on patient, which impacted the ventilating. The tube was intact after opening the package". No medical intervention reported patient condition reported as fine.